Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's pertinent medical history included impaired cognition, cerebral palsy, spastic cerebral palsy - diplegic, flexion contracture of the knee, and spasticity. The hcp had attempted to access the pump with a c-arm x-ray. A referral was sent to a neurosurgeon for further evaluation and management. It was later reported that a cat scan was done by the surgeon and they believed the pump was not flipped. Imaging was reviewed to confirm orientation. A lateral x-ray was recommended.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal [2000mcg/ml] at a rate of 1 99.9mcg/day via intrathecal drug delivery pump. The indication for use of the pump was intractable spasticity. It was reported that, due to difficulties with refill, the pump was suspected to have flipped. The reporter indicated that the pump was flipped since the dark side of the pump wasn¿t facing the skin on the x-ray. There were no patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n513015005, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2016-oct-10 reported follow up to patient's flipped pump with no therapy changes per caller, and was notified of revision. The patient had twiddler's syndrome and rep was not sure when the event began. Rep stated it was the worst ascenda catheter twisting seen to a point where the catheter was fractured. Catheter was being replace on (B)(6) 2016 with an 8870 and a pocket revision was being done with the pump being placed from the front of the patient's abdomen to the patient's back with utilizing a dacron pouch. The pump was refilled on (B)(6) 2016 on the back table with 40mls 2000ug/ml at 199.9ug/day and was being dropped to 125ug/day. The patient was being kept overnight for monitoring as they were not sure about how the patient will respond to the new dosing post catheter revision. 47 cm was removed from the 8780 so the new catheter volume was 0.148ml and was bring primed post revision today. Pertinent information per caller's inquires were reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.